Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that a dye study was scheduled for (B)(6) 2017 to check for catheter patency. The catheter was unable to be aspirated, and the medication concentration was changed. The managing hcp was to monitor the patient's therapy results and if needed, consult with a surgeon for a possible revision.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (60 mg/ml at 14.72 mg/day), bupivacaine (40 mg/ml at 9.81 mg/day), and compounded baclofen (3000 mcg/ml at 736 mcg/day) via an implanted pump. The indication for pump and catheter use was non-malignant pain/other non-malignant pain and intractable spasticity/other spasticity. It was reported that the patient didn¿t feel like she was getting as much relief and was requiring more oral baclofen. Her dose had been pretty stable for years and suddenly this year she needed dose increases. The hcp was considering a dye study, but the patient was allergic to the dye so they weren¿t sure if they would be able to visualize the catheter. The hcp had ruled out a ¿reservoir problem¿ stating that the volumes were accurate at refill. The hcp felt like the catheter was kinking or leaking.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump reservoir was accessed and the volume was appropriate. No dye study was done due to the patient¿s iodine allergy. A CT scan was pending to assess further. Supplemental oral baclofen was provided to the patient. The cause for the patient¿s symptoms and suspected kinking or leaking of the catheter was not determined and was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer¿s representative on (B)(6) 2017. It was reported that the representative was notified on (B)(6) 2017 that at previous refills the hcp had noted a volume discrepancy. The representative had no further history and the event date was unknown. It was noted that the plans were to do a catheter access port (cap) dye study but the patient was allergic to dye. Recommendations were requested and it was discussed that was a medical decision. It was indicated that the representative would get back to the hcp. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.